Event description:
Complainant alleged that during a trial of the device by a potential zoll customer, the facility was treating a pt, who had coded. The medics were using an m-series defibrillator (serial number unknown) and stat pads multi-function electrodes. The pt was first paced, and then defibrillated. The pt was transported to the hospital where defibrillation was continued. The complainant reported that at some point during the defibrillation of the pt at the hospital, the pad arced and a flash of flame was observed from a pin hole in the top of the pad. The hospital clinicians then obtained the device paddles and continued pt defibrillation. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the electrodes used in the event were inadvertently discarded subsequent to the incident.